Event description:
It was reported that the atrial lead exhibited low impedance which resulted in a polarity switch. The device was reprogrammed. The patient would continue to be monitored, as normal.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the right atrial lead exhibited loss of sensing. The was capped and replaced on (B)(6) 2015.